Event description:
It was reported by service report that the surgistool brakes are not working. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Eval result: brake assembly.